Event description:
Procedure performed: lap subtotal gastrectomy. Event description: right after opening the trocar product, the trocar optulator was broken into two parts and they replaced and used the new product. Product is available for return. Type of intervention: the case was completed with the new device. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap subtotal gastrectomy. Event description: right after opening the trocar product, the trocar optulator was broken into two parts and they replaced and used the new product. Product is available for return. Type of intervention: the case was completed with the new device. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainants' experience of a fractured obturator shaft. The obturator wall thickness near the fracture location was measured and it met current specification. Based on the condition of the returned unit, it is possible that the obturator shaft fracture was due to material abnormality which made the obturator more susceptible to fracture. It is also possible that the obturator may have fractured as a result of mishandling during shipping. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.